Event description:
The surgeon indicated that "an MRI examination was performed and showed an infection around the prosthesis. A change of prosthesis was suggested to the pt at this time, but the pt wanted to wait until (B)(6) 2011." Since this letter, the revision surgery was performed.

Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.